Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a microdiscectomy surgical procedure, two burs broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the first bur that broke.